Manufacturer narrative:
The device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a coronary stenting treatment procedure, there was difficulty crossing the lesion. The calcified circumflex coronary artery with acute angle was predilated with a 2.50x20 maverick2 balloon. They tried to advance and cross the lesion with the 3.50x24mm liberte, but it could not cross the lesion so it was removed. The lesion was then predilated again with a non bsc balloon. They tried to place the same 3.50x24mm liberte again with no success. The lesion was then predilated a third time with a 3.50x20mm maverick2 balloon and tried to pass the same 3.50x24mm liberte again with no success. When it was removed it was found that the stent struts were elevated. Procedure was completed with a different device. No pt injuries or complications were reported. The pt status is listed as doing well.